Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, error code 41171 was found on startup. The reported malfunction's probable cause is the main board is defective. The downstream occlusion seal and main board were replaced.

Event description:
It was reported that an error code displayed on a red background appeared during use of the device. The same issue also occurred multiple times during workshop testing. The reporter indicated that the specific error code was not recorded at the time. However, the event corresponded to a ¿system failure alert.¿ there was no patient involvement.